Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the devices scope socket failed but the cause could not be specified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A faulty scope socket was discovered and caused the reported failure mode. Additionally, the unit had notable cosmetic damage present. The front panel was discolored, broken, and had some form of foreign material present on the ventilation. The chassis was also found slightly rusted. The unit¿s updated power switch was found damaged as well. Finally, the lamp life meter provided a reading of 500+ hours. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii xenon light source was displaying a b30 scope communication error during procedure preparation. There was no patient harm reported from this event.